Manufacturer narrative:
A visual evaluation of the returned device found that the distal end of the outer extrusion was full of heavy residue. A functional evaluation found that the needle was difficult to extend and retract. The needle was found to only extend 3 millimeters past the end of the outer extrusion. The heavy residue found at the distal end of the outer extrusion most likely caused an interference fit between the inner and outer extrusions during attempted actuation. The residue most likely came into contact when the device was passed out of the scope and into the patient. The most probable root cause is operational context. (B)(4)

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a polypectomy procedure (event date unknown). According to the complainant, after introducing the device into the gastroscope, it was impossible to extend the needle. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. This event has been deemed a reportable event based on the investigation results; difficulty retracting the needle.